Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The sample analysis was not performed because the device was received and routed to service prior to the product analysis lab being made aware of its complaint status. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be myocardial infarction, cardio-respiratory arrest and diabetes type ii. Prior to death, the patient was hospitalized due to chest pain. Two days after hospitalization, the patient passed away. Treatment for the chest pain was not reported. Pd therapy was ongoing. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.